Event description:
It was reported that the pump not prime led light illuminated during set up. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative found a blockage in the plumbing. This obstruction was the cause of the reported issue. He also replaced the pressure switch. The system was repaired and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.